Manufacturer narrative:
One device was returned for repair with complaint of error code 41622/1003. Review of event log found error code 41622, inoperable cam flex sensor. No service history was found related to this repair. Visual/functional testing was performed. Replaced optic sensor and bracket. During visual inspection, found that the downstream occlusion (dso) seal was delaminated. The lens was scratched. Replaced dso seal, led adhesive, lens, lens seal, latch lock sensors, ground strips, keypad and labels. Device passed all tests.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 41622/1003. There was no patient involvement.